Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a040601captures the reportable event of cutting wire anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2026. During the procedure, the wire anchor of the ultratome xl was dislodged from the catheter. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, photo of the complaint device outside the patient shows the device tip was cracked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.